Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the values of cornea front and cornea back are not correct during testing. Additional information requested. Additional information requested states that since the measured value is inaccurate, no surgery was performed. The provided measurements were preoperative measurements. There are two related reports for this event. This report addresses the patient fx, and another manufacturer report will be filed for patient fh.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).